Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to duplicate the problem. Fse found two tips in the top of the tip waste drawer with damaged ends and fluid blown back behind the plunger. Fse found all tip clamp and plunger clamps in good condition and holding forces within specifications. Fse observed the reagent boat is well used and warped with the locator tab missing from the rear of the reagent boat. Fse verified proper tip pick up, tip eject and all alignments. Verfied the tips do no touch the bottom of the wells during diluent or sample addition. Found the instrument generated multiple no reagent errors during splld checks. Fse replaced the reagent boat and the problem ceased. The instrument was tested without further problem and was returned to expected operation.